Event description:
Ous MDR. Exit blocks during the night and changing impedance values are reported. The pacemaker and the lead were explanted. Also removed. Philos dr, MDR 1028232-2008-00281.

Manufacturer narrative:
Ous MDR. Measurements were tested in both the stretched and the moved state of the lead. The pacing impedance was measured with a biotronik era 300 with parameters 60 ppm/4.8 v/0.5 ms (rate/pulse amplitude/pulse width). The distal region of the lead was placed in an electrolytic liquid that was sufficiently adjusted to the in-vivo conditions in regard to its electrical conductivity. Measurement results were within specs at 662 ohms. No indications for a mfg error or material defect could be found during the analysis. Both the lead and the pacemaker are within all specs. The changing impedance and high pacing threshold measurement mentioned in the complaint could be traced based on the enclosed documents. No deviations from the specs could be detached on the lead and the pacemaker during the analysis. Therefore, there are no indications that the clinical complaint was caused by the lead or the pacemaker.